Manufacturer narrative:
(B)(4).the investigation and service will be completed by the customer. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was instructed by technical support to call back if the recommended part or test did not correct the failure and if they are going to return the part.

Event description:
It was reported that the ventilator&#39;s graphic user interface (gui) started blinking/flashing without any alarms, while being used on a patient. The unit was replaced by another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.